Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, high capture threshold was noted on the right ventricular (rv) lead. Technical support was contacted and it was determined that the capture threshold has been varying, where loss of capture was noted but could not be conclusively determined if it was due to the high capture threshold or from functional loss of capture as the patient has a low ventricular pacing percentage. Moreover, undersensing, oversensing which resulted to automatic mode switching and varying low pacing impedance were also noted on the rv lead. It was suspected that the cause of the event was due to micro lead dislodgement. No imaging was conducted nor was the dislodgement visualized during the lead revision procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event was lead dislodgement which resulted in varying capture threshold resulting in loss of capture, oversensing, undersensing, and varying pacing impedance. As received, a complete lead was returned in one piece. The reported event of lead dislodgement which resulted in varying capture threshold resulting in loss of capture, oversensing, undersensing, and varying pacing impedance was not confirmed. Visual examination and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow up, high capture threshold was noted on the right ventricular (rv) lead. Technical support was contacted and it was determined that the capture threshold has been varying, where loss of capture was noted but could not be conclusively determined if it was due to the high capture threshold or from functional loss of capture as the patient has a low ventricular pacing percentage. Moreover, undersensing, oversensing, and varying low pacing impedance were also noted on the rv lead. It was suspected that the cause of the event was due to micro lead dislodgement. No imaging was conducted nor was the dislodgement visualized during the lead revision procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.